Event description:
The customer reported to baxter (B)(4) of an unspecified quantity of secondary medication sets that have a very slow drip rate. The customer is adamant that the brownish coloring of the set is causing all of the problems with the drip rate. They will hook up the tubing to the bag, and lower it so that gravity helps to fill from the primary. The amount of time it is taking to drip from the primary bag is too long. As soon as they switched to a clear set of jc7453 it dripped at a faster rate. The customer is using this product with a different vendor's primary tubing. The process step is unknown. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer returned 2 used samples and 10 unused samples for evaluation. Visual and functional testing was performed and the reported condition was not confirmed. All 12 samples appeared brownish, but were primed with no difficulty. No assignable root cause could be determined; however, a batch review was performed on the reported lot and no deviations were noted.